Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 13 years. Through follow-up with the health-care provider, it was learned that the prosthetic valve had become severely stenotic. The surgeon indicated calcification of the valve. Per the op report, this patient had multiple comorbitidities and was extremely frail. Consequently, he was deemed to have unacceptable high surgical risk for conventional reoperative aortic valve replacement. He was evaluated for transcatheter aortic valve implantation and was deemed an acceptable candidate. A new edwards transcatheter valve was implanted via femoral artery. Transesophageal echo confirmed no perivalvular leak and a trace central regurgitant jet. There was no significant leak at the end of the operation. The patient tolerated the procedure well and was sent to the CT ICU in stable condition.

Manufacturer narrative:
Eval code = device not returned. Unfortunately, the edwards device was not explanted from the patient; therefore, the root cause of this event could not be confirmed. However, the calcification reported likely caused the stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.